Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. At the two week follow-up the wound looked great and some suture was still present. At the six week follow-up, the patient came in with superficial erosion along the suture line on the top of the scalp. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.